Event description:
Sometime during the week of 10/12/1998 (specific date not provided to MFR), a pt who had an angio-seal device placed following a catheterization procedure (type unknown) presented with a vessel occlusion. The pt was reportedly taken to surgery where a thrombectomy was performed. Although follow-up attempts have been attempted, as of 11/23/1998 there has been no further info regarding this event or further complications provided to the MFR.